Event description:
It was reported that the housing of the implant had extruded out of the skin and the patient decided to cut the cable. The patient attended an appointment with the surgeon. A decision was made by the hospital to leave the electrode array in the cochlea and implant a new device on the contralateral side. Apparently, the patient has had previous skin problems at the implant area.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.